Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device trigger was locking. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed and moved heavily, the motor was locking, excessive looseness of soft mode was excessive, the locking pin was broken, the nut was damaged and the motor was locked due to a probable lack of a correct lubricating routine. The device also failed pretest for check the power with test bench: minimum 110 to 160 watt and check function of soft mode switch (safety system). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: h10: it was reported in the previous medwatch report that the device trigger was blocked, jammed and moved heavily. During further review of the device evaluation it was determined that the motor was seized, jammed and moved heavily. If additional information should become available, a supplemental medwatch report will be sent accordingly.